Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022, the patient felt symptoms of hyperglycemia (unspecified) so she tested her bg. The cgm value was 169 mg/dl and the bg finger stick value was 400 mg/dl. Emergency medical services (ems) was called and upon arrival the firemen advised her to go to the hospital. She was admitted to the hospital and treated with insulin. At the time of the report she remained hospitalized and felt worn out. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Subsequent to the initial MDR, additional information was provided on 04/21/2022. It was reported that the patient was admitted to the hospital on (B)(6) 2022 and discharged on (B)(6) 2022. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).